Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a reading of 260 mg/dl on his nano meter and a reading of 130 mg/dl on his doctor's meter within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.